Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. Upon functional testing, the fse found that the suite pc was not switching on and it needed a replacement. The defective suite pc was returned for analysis, and it confirmed faulty dimm or motherboard. To resolve the reported issue, the fse replaced the suite pc and reloaded the software. After replacement and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the suite pc was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.